Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument experienced engagement issues on two different universal surgical manipulators (usm). Prior to contacting support, the customer replaced the instrument and issue was resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed an error 22020 in logs on usm2 and usm4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting engagement issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and failure analysis investigation was able to replicate/confirm the reported complaint. Failure analysis found the primary failure of failed engagement test to be related to the customer reported complaint. The instrument failed engagement 3 out of 3 times that it was installed on a test system with a cannula seal and a test drape installed, error code 22020, roll hardstop failures. No engagement failures observed during log reviews. Additional observation not reported by site that is related to the customer reported complaint: the stapler instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. The root cause of this failure is attributed to manufacturing. Additional observations not reported by site: the instrument housing was removed, and the instrument was found to have bearing corrosion. The root cause of this failure is attributed to transport/storage. The housing was removed, and the instrument was found to have a loose snake wrist cable at the proximal end. The root cause of this failure is attributed to a component failure. The instrument was found to have a missing wrist cover. The missing wrist cover measured 0.512" x 0.96" in size. The complaint regarding the sureform 45 stapler experienced engagement issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that stapler wrist cover was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Failure analysis engineer performed further analysis on the instrument. The instrument was re-installed on an in-house system and failed to engage on 3 out of 3 attempts, due to the wrist axis check failing in each instance. During inspection, the main tube was manually rotated an abnormal friction could be felt. This high friction is due to a binding roll bushing. The roll bushing binds against the main tube during rotation, leading to failures during engagement on the roll axis. This high friction around the main tube is likely the cause of engagement failures on the roll axis in the field. The housing was removed and corrosion on the bearings was observed. The corrosion likely occurred after the procedure, and in transit to intuitive surgical, inc. (Isi). Root cause of corrosion is related to transport/storage. Additionally, the snake wrist cables were found to be very loose around the inputs in the housing. The wrist cover was missing upon receival of the stapler and was not found with the instrument. Pictures from in process testing in manufacturing were provided to show that the wrist cover had been installed on this instrument before shipment to the customer. It is likely that the frayed cable was an effect of the removal of the wrist cover, and is likely relate to the user. It is likely that the cables became frayed after the procedure, which resulted in engagement failures along the wrist pitch axis in subsequent failure analysis.

Event description:
Refer to h10/h11 for follow-up information.